Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for follow up an "invalid diagnostic data" message was displayed. The diagnostic data could not be displayed .there were no adverse consequences to the patient. The device remained implanted, no plans for intervention were noted.